Event description:
It was reported that approximately 6 years and 6 months following the implant of this transcatheter bioprosthetic valve, the patient died due to an unknown reason. Additional information was received to report the patient presented with progressive fatigue, dyspnea, and decreased appetite. During assessment, severe aortic stenosis and severe central aortic regurgitation were observed. It was noted the patient had no structural options for intervention; therefore, complex surgical interventions were discussed. However, the patient went into cardiac arrest and subsequently died before an intervention was performed. Per the physician, the cause of death was due to heart failure and the patient's medical history were contributing factors. The physician noted the valve could not be excluded as a contributing factor to the patient¿s death.

Manufacturer narrative:
Updated data: a4. Weight in lbs. B5. A second paragraph was added. H6. Annex e code, annex a code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of this transcatheter aortic valve (tav), the patient died due to an unknown reason. Additional information was received to report the patient presented with progressive fatigue, dyspnea, and decreased appetite. During assessment, severe aortic stenosis (as) and severe central aortic regurgitation (ar) were observed. It was noted the patient had no structural options for intervention; therefore, complex surgical interventions were discussed. However, the patient went into cardiac arrest and subsequently died before an intervention was performed. Per the physician, the cause of death was due to heart failure and the patient's medical history were contributing factors. The physician noted the valve could not be excluded as a contributing factor to the patient¿s death. Additional information was received to report the severe (as) and severe central ar were observed approximately 6 years and 1 month following the implant of the valve. Approximately four months later, the patient was hospitalized for the fatigue, dyspnea, and decreased appetite. During admission, the patient was evaluated for a tav-in-tav; however, the patient's coronary anatomy was not suitable. Therefore, surgical interventions including of sternotomy to explant the tav, surgical re-implant of a tav, possible mitral valve replacement, and possible tricuspid valve replacement were discussed as treatment options. However, the patient died during hospital admission. Per the physician, the cause of the cardiac arrest was due to respiratory failure with acute kidney injury, and the valve cannot be excluded as a contributing factor to the cardiac arrest as the patient experienced respiratory failure in the setting of congestive heart failure (chf). Additional information was received to report the valve cannot be excluded as a contributing factor to the acute kidney injury and respiratory failure because the heart failure exacerbation was what lead to respiratory failure and acute kidney injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 6 months following the implant of this transcatheter bioprosthetic valve, the patient died due to an unknown reason.

Event description:
It was reported that approximately 6 years and 6 months following the implant of this transcatheter aortic valve (tav), the patient died due to an unknown reason. Additional information was received to report the patient presented with progressive fatigue, dyspnea, and decreased appetite. During assessment, severe aortic stenosis (as) and severe central aortic regurgitation (ar) were observed. It was noted the patient had no structural options for intervention; therefore, complex surgical interventions were discussed. However, the patient went into cardiac arrest and subsequently died before an intervention was performed. Per the physician, the cause of death was due to heart failure and the patient's medical history were contributing factors. The physician noted the valve could not be excluded as a contributing factor to the patient¿s death. Additional information was received to report the severe (as) and severe central ar were observed approximately 6 years and 1 month following the implant of the valve. Approximately four months later, the patient was hospitalized for the fatigue, dyspnea, and decreased appetite. During admission, the patient was evaluated for a tav-in-tav; however, the patient's coronary anatomy was not suitable. Therefore, surgical interventions including of sternotomy to explant the tav, surgical re-implant of a tav, possible mitral valve replacement, and possible tricuspid valve replacement were discussed as treatment options. However, the patient died during hospital admission. Per the physician, the cause of the cardiac arrest was due to respiratory failure with acute kidney injury, and the valve cannot be excluded as a contributing factor to the cardiac arrest as the patient experienced respiratory failure in the setting of congestive heart failure (chf).

Manufacturer narrative:
Updated data: b3. Date of event. B5. A third paragraph was added. H6. Annex e codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.